Event description:
According to the reporter, during laparoscopic procedure, stapler locked inside the cavity, without the need to use tweezers to unlock the material. They changed to a powered stapler to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.